Event description:
It was reported the epg (external pulse generator) was dropped, and the display and lens are broken. The epg was returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the lens was broken and the display was out of specification. It was also noted that the upper and lower cases were broken, the battery release and battery drawer were contaminated, the lead flex cover was broken, the battery contacts were compressed and the ring was bent.